Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. Note: this report is based solely on the customer's reported issue. (B)(4).

Event description:
Customer reported that the alarm is not sounding when weight is lifted from the sensor. The batteries are a new supply. The customer also reported that there is no visible damage to both the alarm and the sensor. The customer did not provide a date when this was discovered. There was no patient incident or injury reported.